Event description:
It was reported that after 53,000 joules had been expended, the fiber did not vaporize well and fired frontally. It was indicated that there were no stones present and no courtesy messages had been displayed. The flow valve was opened and fluid observed to be exiting the metal cap window and pressurized saline was utilized. The fiber tip was not cleaned as there was no apparent tissue accumulation. A second fiber was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified severe glass cap devitrification and debris adhesion on the metal cap. In addition, the fiber had a circumferential fracture. A distal circumferential fracture has the potential for forward firing. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. Although analysis identified fiber tip devitrification, please note that devitrification observed is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize.

Event description:
It was reported that after 53,000 joules had been expended, the fiber did not vaporize well and fired frontally. It was indicated that there were no stones present and no courtesy messages had been displayed. The flow valve was opened and fluid observed to be exiting the metal cap window and pressurized saline was utilized. The fiber tip was not cleaned as there was no apparent tissue accumulation. A second fiber was used to complete the procedure. There were no patient complications reported.